Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
The patient underwent a plif l1-3 procedure on (B)(6) 2020, utilizing the reform pedicle screw system. While tightening the lock-screw, utilizing the torque limiting driver handle from the tray, the tip of the lock-screw torque driver (39-rd-0060) broke. It was easily removed from the lock screw and the procedure was completed using the second driver readily available in the set. There was no delay to the procedure, or risk to the patient.

Manufacturer narrative:
H3 device evaluation - the returned driver was examined with the aid of a 5x loop. The driver's fractured surface is skewed relative to its longitudinal axis and includes two distinct areas. There are a number of closely spaced fracture planes on the low side of the driver away from the hexalobe tip. It appears that the fracture initiated in this region. High torque in conjunction with off axis loading could result in such a failure or result in the initiation of the fracture that subsequently manifested itself in this procedure. The cause cannot be ascertained from the complaint but is likely due to high torque in conjunction with off axis loading at some point during the device's history of use. Review of device history records found forty (40) pieces of lot (B)(4) were released for distribution on 2/24/2017 with no deviation or anomalies. Review of complaint history back to the date of manufacture (2.24.2017-12.8.2020) found this to be the first report of this nature for this part number. Further review did not identify a trend for reports of this nature for the reported part number.

Event description:
The patient underwent a plif l1-3 procedure on (B)(6) 2020, utilizing the reform pedicle screw system. While tightening the lock-screw, utilizing the torque limiting driver handle from the tray, the tip of the lock-screw torque driver (39-rd-0060) broke. It was easily removed from the lock screw and the procedure was completed using the second driver readily available in the set. There was no delay to the procedure or risk to the patient.